Manufacturer narrative:
Insulin pump received with no button response due to flattened up, down, express bolus, act and esc button dome switches. The backlight functioned properly using a test keypad. No unlocked lcd keypad connector during visual inspection. Insulin pump received with scratched reservoir tube window. (B)(4).

Event description:
The caller reported that the insulin pump's buttons were unresponsive. The insulin pump also had a back light anomaly. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.